Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Failure observed during analysis. Review of the programmer printouts indicated possible high voltage circuit damage. The device was tested on the bench as well as using automated test equipment, and an output transistor was found to be damaged. The damaged transistor is believed to have been caused by the delivery of therapy into a low impedance load.